Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had an occlusion. The following information was provided by the initial reporter, translated from chinese to english: during the use of this product, the issue of liquid not flowing despite pre-filling occurred; 97 units were affected, 10 samples can be returned.